Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and replaced the vent engine

Event description:
The hospital reported the unit was exhibiting higher pressure than expected. There was no report of patient involvement.